Event description:
Treatment of a left unruptured supraclinoid aneurysm measuring 12mm x 7.6mm. During pipeline deployment, it was reported that a balloon was used to achieve full wall apposition (an option presented in the instructions for use) on the proximal end.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).